Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead became dislodged. There was no allegation against the lead, and it was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.